Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure start heparin was administered. An activated clotting time (act) was maintained greater than 200 seconds throughout the case. A truseal watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. After successful device placement, the imager spanned back over to the septum and noticed either tissue or clot on the right side of the septum under the was sheath. Release criteria was met and the was sheath and wds were removed. The clot or tissue remained at the septum and did not come out with the sheath. The patient was admitted per standard procedure and plans to be discharged as normal while monitoring for any changes to hemodynamics. The patient made a full recovery.